Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure 2 endeavor sprint des were implanted in the rca. One month later a staged procedure was performed, 2 endeavor sprint des were implanted in the lad and 1 endeavor sprint was implanted in the lcx. Approximately 32 months post index procedure and 31 months post staged procedure, the patient suffered a cerebral infarction. This was treated with medication. The event is unresolved. The investigator reported that the event is not related to the device or the anti platelet medication.